Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips field service engineer (fse) visited the customer site to evaluate the reported issue. During testing the fse observed the speaker fault and confirmed the device was not producing any sound. The speaker would need to be replaced. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty speaker. The speaker was replaced. The device was operational after repairs were completed. (B)(6). D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.